Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal morphine 10 mg/ml; (unknown dose) via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain and failed back syndrome - other. The patient didn't think the pump was helping and an explant was scheduled. No symptoms were reported. At the time of explant the catheter was found to be out of the intrathecal location. The pump and catheter were explanted (B)(6) 2015. The issue was resolved. Patient status was alive; no injury. Specific patient symptoms, troubleshooting/diagnostics, concentration, lot number, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.